Manufacturer narrative:
Follow up #1 04/11/2014. Device evaluation: the pump was returned and evaluated on 03/13/2014 with the following findings: testing confirmed an intermittent/delayed response to button presses on the keypad buttons. The keypad cover was peeling along the edge next to the 'up' button, exposing the button contact. Corrosion was present on the 'up', 'down' and 'contrast' contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that there was an issue with the pump's button responsiveness. The reporter stated that the up and down arrow buttons did not work when attempting to unlock the pump. After removing and reinserting the battery to reboot the pump, the reporter alleged that the ok button was unresponsive and that the up and down arrows were hyperresponsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.